Manufacturer narrative:
The reported event that the tracker was moving too loosely was confirmed by device evaluation. During the visual inspection, it was observed that the tracker interface was loose. Any physical impact to the tracker can cause physical damage to the device.

Event description:
It was reported that during testing conducted at the user facility the tracker was rotating once fixated, which can cause inaccurate values during a procedure. No patient involvement or delays were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the tracker was rotating once fixated, which can cause inaccurate values during a procedure. No patient involvement or delays were reported with this event.